Event description:
Information was received by a manufacture representative (rep) via a (B)(6) trial patient regarding an external neurostimulator (ens). Patient is unable to make it to the restroom once they get there; they can't empty. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the urinary retention was not the result of the device.